Event description:
Bio-rad laboratories received a call from (B)(6) hospital concerning the use of the anti-borrelia eia assay on the phd. The customer reported that they had been running this assay on the phd without the appropriate calibrator scaling factor. The default scaling factor of "1" was used rather than the factor calculated from the product insert supplement. Upon analysis of the customer's data ((B)(6) 2009) and use of the correct calibrator scaling factor, it was determined that 9 results were misreported as non-reactive. Three of nine results should have been reported as reactive and 6 of 9 results should have been reported as borderline. The first misreported result occurred on (B)(6) 2009.

Manufacturer narrative:
The anti-borrelia eia assay is intended for the qualitative and/or semiquantitative detection of borrelia burgdorferi total antibodies in serum by eia to be used as an aid in the diagnosis of lyme disease. Based on a review of the customer's data, the anti-borrelia eia assay was performing within product and labeling claims. The phd is a modular eia microplate and ifa slide processor system. There is no indication of a malfunction with the phd system. It was operating in accordance with the settings entered by the operator. According to the (B)(6) hospital medwatch form (B)(4), patients whose results were misreported will be retested.